Manufacturer narrative:
Eval: handle.

Event description:
It was reported by service report that the head end frame square tubing is cracked where the drive load cell is bolted. No pt involvement or adverse consequences are reported.